Event description:
Caller reported blood glucose results of 377 mg/dl and 182 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.